Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v989563, implanted: (B)(6) 2012, product type lead; product ID 3389-40, lot# j0437317v, implanted: (B)(6) 2005, product type lead; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported the patient had an implantable neurostimulator (ins) in their right chest with 2 leads in the subthalamic nucleus, the ins was turned off by the patient¿s healthcare professional because therapy was causing the patient more problems than relief. The patient had experienced dystonia when therapy was on. It was noted that the patient had not charged for an extended period of time and no external equipment was able to perform telemetry on the date of this report. Additional information received reported that the manufacturing representative was scheduled to see the patient on (B)(6). It was later reported that the second antenna locate worked to revive the ins. A power on reset (por) was received. It was noted that the overdischarge battery was currently not being used but the healthcare professional wanted to keep the device alive in case they wanted to use it in the future. It had been 2 months since the overdischarge battery had been read by the healthcare professional. Patient had 4 leads total implanted. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v989563, implanted: (B)(6) 2012, product type: lead. Product ID 3389-40, lot# j0437317v, implanted: (B)(6) 2005, product type: lead. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
Additional information received reported there was not a 50% or greater symptom reduction. Reprogramming was not needed. The patient was now receiving therapy. The patient was trained and able to demonstrate effective recharging. The cause of the event was determined to be that they needed power on reset (por). Troubleshooting included a por and por charged above 25%. The patient had not been seen since (B)(6) and had been instructed to do a complete charge at home.